Manufacturer narrative:
(B)(4). Report source, foreign event occurred (B)(6). Reporter address: (B)(6). The device was not returned to the manufacturer. Therefore, it was not possible to analyze for the moment. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterilization packaging on the corner ab is opened, there was no patient involvement, no adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the inner sterilization packaging on the corner ab is opened, there was no patient involvement, no adverse events have been reported as résultat of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as the product was not returned. The received photos can¿t confirm the reported event. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 3231 products refobacin bone cement r 1x40g, reference (B)(4), lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 5 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g, reference 3003940001, batch a749dc0513 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.